Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2014 with the following results:a review of the pump¿s history showed that the last basal and last bolus deliveries were on 12/20/2013. The history showed no activity outside of normal use and the total daily doses added up to correctly reflect the user¿s programmed basal rates; indicating that the pump was delivering accurately up until the last date it was used. The pump successfully passed a delivery test and was found to be operating within specifications and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient was experiencing elevated blood glucose levels; and alleged that it could be due to the pump. There were no numbers specified with the blood glucose levels with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.